Manufacturer narrative:
The customer has not complained of any further issues. The investigation determined that the issue with the cell cleaner nozzle found by the fse was the root cause of the event.

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
The customer initially complained of erroneous high results for 2 patient samples tested for albumin on a cobas 8000 c 702 module. Patient 1 initial albumin result was 104.5 g/l. The sample was repeated on another instrument in the laboratory and the result was 44.1 g/l. Patient 2 initial albumin result was 73.1 g/l. The sample was repeated on another instrument in the laboratory and the result was 40.7 g/l. It is not known if the erroneous results for these 2 patient samples were reported outside of the laboratory. The customer provided additional results for 16 patient samples that were tested for albumin, creatinine, urea or uric acid. Based on the data provided, the results for 7 patient samples were erroneous when tested for albumin, uric acid or creatinine. The erroneous result for 1 patient tested for creatinine was reported outside of the laboratory and corrected following the repeat test. There was no allegation that an adverse event occurred. No reagent lot numbers or expiration dates were provided. The field service engineer (fse) visited the customer site on 03-nov-2017 and found a dripping cell cleaner nozzle on one of the rinse units. The nozzle and tubing was flushed and the one-way valve was checked and replaced. During a review of the reaction monitor, an issue was observed that appears to be carryover or dripping into the cuvette. This corresponds to the fse finding of the dripping cleaner nozzle.